Event description:
It was reported that the catheter got torn while in use on a patient. Therefore, it was replaced with a new one. No injury to the patient was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn #(B)(4). The customer returned one 2-lumem PICC catheter for analysis. Signs-of-use in the form of biological material was observed inside the catheter body. Visual analysis revealed that the catheter body was separated near the distal end of the juncture hub. The catheter was also returned with the box clamp attached to the catheter body directly adjacent to the separation point. The box clamp was secured within a dressing clip and adhesive residue was observed on the catheter body in the location of the separation. Microscopic examination revealed that the catheter body was significantly deformed/kinked at the point of the separation; however, no signs of stretching of the catheter body were observed (as would be expected in a tensile break). The appearance of the damage is consistent with damage to the catheter body resulting in a separation rather than an undue tensile force. The point of separation on the catheter body was located 15mm from the distal end of the juncture hub. The catheter body total length measured 16 1/16" which is within the specification limits of 15 5/16"-16 1/16" per the catheter graphic; therefore, no pieces of the catheter body appear to be missing. The catheter body outer diameter measured .069" which is within the specification limits of .066"-.071" per the catheter extrusion graphic. A lab inventory syringe filled with water was attached to both extension lines and flushed. Water exited out of the respective lumen as the point of separation. Performed per IFU statements "flush each lumen with sterile normal saline for injection to establish patency and prime lumen". A lab inventory guide wire with a diameter of .018" was inserted through the distal tip and the proximal skive hole. Minor resistance was observed due to a build-up of dried biological material; however, the guide wire was able to pass completely through the entire catheter body. Manufacturing was contacted as part of this complaint investigation. They indicated that the appearance of the damage is not consistent with any defects observed during manufacturing/assembly of this product. They also confirmed that the catheters are 100% inspected in-process for the manual assembly and through functional guide wire testing. The catheter supplied in this kit is designed and manufactured in accordance with tensile requirements defined in bs en iso 10555-1 section 4.6 and 4.11. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "use catheter stabilization device and/or catheter clamp and fastener to secure catheter (where provided). Use triangular juncture hub with side wings as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary". The IFU also states, "minimize catheter manipulation throughout procedure to maintain proper catheter tip position". The report of a catheter body separation was confirmed through complaint investigation. Visual analysis revealed that the catheter body was separated approximately 15mm from the distal end of the juncture hub. The separation points of the catheter body were distorted/deformed; however, no stretching of the catheter material was observed (as would be expected in a tensile break). Manufacturing confirmed 100% in-process inspection of this part number and that the catheter in this kit is designed and manufactured in accordance with tensile requirements of bs en iso 10555-1. The catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings to suggest a manufacturing issue. Based on the customer report that the defect was observed during use, the appearance of the damage, and the manufacturing controls, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the catheter got torn while in use on a patient. Therefore, it was replaced with a new one. No injury to the patient was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).